Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the failure was not identified. However, it is likely that the power switch cannot be turned on or off to a failure of the power switch mechanism, due to the button remaining pressed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found power switch mechanism failure, keeping the on off switch depressed. Additionally, there was an accumulation of dust on the contact pins, signs of rust in the area of the output socket, dust inside the block especially on the blade cooling fans, and there was a non-olympus lamp installed. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the xenon light source on off button is stuck. The issue was found during preparation of the use. There were no reports of patient harm.